Event description:
It was reported that the patient presented in clinic complaining of slow heart rate and shortness of breath. Despite being programmed to ddd 70, the patient's ventricular rhythm was an intrinsic rate of 40 beats per minute (bpm). Atrial rate was 90 bpm. The patient suffered from complete heart block. Noise was observed on the ventricular electrogram. The pulse generator was explanted and replaced as it was at elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.